Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event - estimated. There was no device malfunction and the stent remains implanted. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of arrhythmia and dyspnea are listed in the xience xpedition, everolimus eluting coronary stent system (eecss), instructions for use, as known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that on (B)(6) 2015 a 3.0 x38 mm xience xpedition stent was implanted. In (B)(6) of 2018, the patient was re-hospitalized for shortness of breath. An irregular heartbeat was noted, and a pacemaker implanted. The patient was discharged when stable. In (B)(6) of 2018, the patient was re-hospitalized for wheezing. Medications were administered, and the patient discharged. In (B)(6) of 2018, the patient was re-hospitalized for wheezing. Medications were administered, and the patient discharged. No additional information was provided.